Event description:
It was reported that following the initial implant procedure there was sub-optimal clinical result, inadequate therapy to the patient's pre-existing condition of parkinson's disease, due to the placement of the left lead. Computerized tomography scan (CT scan) was performed and it was determined that the placement of the lead was not in the desired trajectory, and may have been skewed due to the frame coordinates used to implant the lead. The stimulation on the lead was not turned on following the initial implant. The physician decided to implant a new cartesia lead on the left side to provide adequate therapy. The patient is doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4).